Manufacturer narrative:
Manufacturing site investigation is on-going.

Event description:
Country of complaint: (B)(6). During an l5/s me-tlif procedure, two cages were slanted due to intervertebral bone hardening and narrowing. During insertion of the second product, there was not adequate space; the surgeon attempted to insert the cage with a brain spatula, the spatula bent and blocked the space for insertion of the second cage. Looseness of the inserter was noted and the second cage was removed. The posterior portion of the cage was broken during removal. The cage was removed attached to the inserter, a ronguer was used to remove the remaining broken pieces, however, there is possibility that all broken pieces were not removed and may remain in the patients body. The procedure was completed using a new cage.